Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for spinal pain. The hcp requested MRI compatibility guidelines. They reported that the patient had low back pain. It is unknown if the low back pain was related to the patient¿s device/therapy. No further complications were reported or anticipated. Additional information received from the patient indicated that they had low back pain starting 5 years ago, which since has worsened and is unbearable. The patient stated that device doesn¿t work, but that is not the cause of their back pain. They mentioned that the issue of having low back pain has not been resolved. No further complications were reported or anticipated.